Event description:
Procedure: radiofrequency ablation. Reportedly, during the first ablation, water leaked from the connection of needle. Used another needle to complete the surgery. There was no report of adverse pt impact.